Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the removal of the implantable pulse generator (ipg) the right ventricular (rv) lead exhibited noise, possible lead fracture and cut on lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.